Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the electrode array is now showing 5 electrode channels with hi impedances and 2 electrode channels with short circuits. There has been no reported of an accident.